Manufacturer narrative:
Evaluation conclusion = device has been evaluated and repaired but not yet returned to the customer.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and the oxygen concentration would not adjust. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.